Manufacturer narrative:
(B)(4). Similar to device under 510(k): k063619. Summary of investigational findings: one used product returned in original packaging. The coil was used and blood was on the fibers. One kink was observed on the thread of the coil, however it is assumed this occurred during transportation back to manufacturer. Visual inspection found no other problems with the coil or the thread. It is plausible that the coil was prematurely released due to unintentionally rotation of the delivery wire during placement of the coil, or to a large gap between the thread of the delivery wire and the coil during loading procedure. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: when coil reached to the right position in the patient's body, the coil was prematurely released prior to deploy. The doctor used wire basket and other tool to retrieve the coil from heart. Then change another product to finish the procedure. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.